Manufacturer narrative:
This complaint was submitted in error. The product is neither mfg nor sold in the united states. This product is sold exclusively in europe.

Event description:
Customer reports, "this item was very difficult to get out the child". A doctor had to release the catheter, and the child was in extreme pain.